Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm on (B)(6) 2005. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the stent graft was explanted on (B)(6) 2010 due to a suspect type 3 endoleak due to a possible hole in the graft. The patient underwent a surgical conversion. The explanted stent graft was not received. No add'l clinical sequelae were reported, and the patient is fine. Please note that the (B)(4) is not approved in the united states; however, it is similar to the (B)(4) which is approved in the united states.

Manufacturer narrative:
(B)(4). Eval, results: other - (films and operative reports are not available, explanted stent graft was not received). Conclusions: other - (films and operative reports are not available, explanted stent graft was not received).